Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the right arrow button were not working. Customer was trying to unlock the insulin pump and saw the right arrow button was not working. The customer had to hit it multiple times before it responds. Customer stated that numbers were not ramping on their own, the scroll bar was not moving with no input. The issue was occurring periodically and buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test and self test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).